Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a merlin programmer displayed an error message upon interrogation of a sustain dr xl. The message read unable to interrogate device, please use a programmer. The correct message should have been to enter a password or cancel interrogation. The rep did not have the serial number for the sustain device. The device remained implanted.